Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "tissue expander was deflated".

Event description:
Company rep reported via physician right side "tissue expander was deflated". The device remains implanted.

Event description:
Company rep reported via physician right side "tissue expander was deflated". Later healthcare professional reported right side "upon entrance into the pocket there was noted to be some seromatous fluid present" and "hole in radius edge." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device in the radius side assessed as unidentified (tear) opening (shell thickness was within specification). Seroma: unable to confirm as it is a medical event not related to the device. Additional observations: yellow particles observed on the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side "upon entrance into the pocket there was noted to be some seromatous fluid present" and "hole in radius edge." Device has been explanted and replaced.